Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. It was alleged the pump made a non stop beep. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: during investigation, the pump powered up to the verify screen with auditory and vibratory alarms. An alleged "non stop beep" was not duplicated during investigation. The auditory alarm was within specifications. No alarms related to the alarm issue were recorded in the alarm history. Moisture was found in the battery compartment. The battery compartment was cracked. The pump cover was removed to find no further evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.